Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs system was unable to enter MRI mode as the patient's leads had multiple invalid impedances. Surgical intervention took place on (B)(6) 2016 at which time the patient's leads were explanted and replaced. The issue was reportedly resolved postoperative, and the patient's system was able to be switched to MRI mode. The patient had four model 3166 leads from the same lot implanted as part of his scs system.